Event description:
Leg pain [leg pain] arthritis [arthritis] case narrative: initial information received on 07-aug-2024 regarding a solicited valid serious case from other health professional, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case involves a 88 years old female patient who had leg pain and arthritis while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, and family history were not provided. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, strength: 16mg/2ml) injection every 6 months for bilateral primary osteoarthritis of knee (dose, route: unknown) on an unknown date, after unknown latency, the patient was in the hospital due to leg pain (pain in extremity) and arthritis (batch number and expiry date: unknown). The patient was at home now doing rehabilitation. Information on batch number and expiration date corresponding to the one at time of event occurrence could not be requested as product has been discarded action taken: unknown for both the events. It was not reported if the patient received a corrective treatment for the events (leg pain, and arthritis). At time of reporting, the outcome was unknown for both the events. Reporter causality: not reported for both the events. Company causality: not reportable for both the events. Seriousness criteria: hospitalization for both events a product technical complaint (ptc) was initiated on 07-aug-2024 for synvisc. Batch number; unknown global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on 09-aug-2024 with summarized conclusion as no assessment possible additional information was received on 09-aug-2024 by quality department: ptc complete details added; text amended.